Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d6, g4. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 04 october 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: g3 conclusion and justification status: the complaint states (B)(4) subject (B)(6) right hip; ae/tachycardia. Anaesthetic concerns on insertion of the definitive femoral component with tachycardia. Early diagnosis of fat embolism. Mild severity, not serious, possibly device and procedure related. Resolved (B)(6) 2012. Treatment: none. Diagnosis for primary hip surgery: osteoarthritis. Aged 47 at primary surgery a complaint database search did not identify any anomalies. The x-rays were reviewed as per wi-7915. No implant fracture or disassociation was noted. The patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Right hip; ae/tachycardia. Anaesthetic concerns on insertion of the definitive femoral component with tachycardia. Early diagnosis of fat embolism. Mild severity, not serious, possibly device and procedure related. Resolved (B)(6) 2012. Treatment: none. Diagnosis for primary hip surgery: osteoarthritis. Aged (B)(6) at primary surgery.